Event description:
New information noted the patient appeared in clinic on (B)(6) 2018. It was decided to re-evaluate the patient¿s need for a replacement device as the patient may or may not need such therapies in the future. The tachycardial therapies in the patient¿s current device have been disabled.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator is awaiting explant. Further information was requested, but is not yet available.

Manufacturer narrative:
Report source - missing - foreign - missing PMA number should be (B)(4) rather than blank